Event description:
It was reported about the device that "firing on minimum power, [the device] would activate on its own without touching it," and that the blade was extremely hot. Additional info received revealed that the event occurred during a laparoscopic supracervical hysterectomy. There was no injury to the pt and only a slight delay while another device was opened.

Manufacturer narrative:
Final device investigation revealed that the device met all functional test criteria. The "max" and "min" hand control buttons worked as intended.